Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown l at the time of incident. Customer¿s parent stated that the insulin pump alarmed battery out limit and unable to clear the alarm due to esc and act buttons does not work. Customer's parent stated that the alarm persisted even after the battery cap was changed. The insulin pump is not expected to return for analysis.